Event description:
The customer reported that the system was arcing, there was a big clunk then everything went black, and an overload fault error displayed on the system.

Manufacturer narrative:
(B)(4). The ge service rep replaced the x-ray tube. The system functions without overload faults.